Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician requested for the device to be interrogated in order to investigate the cause of the patient's death. During device interrogation, egm data could not be retrieved. The device was currently in the patient's family possession and was not returned for further analysis.